Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a3a, a4, b1, b2, b5 and h6 (health effect clinical code and health effect impact code). Evaluation results: the device was returned to zoll medical corporation for evaluation. The electrodes, multifunction cable, and the power cord were also returned. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included defib cycling, bench testing, electrical safety testing, and 30j testing utilizing the returned electrodes without duplicating the customer's report. An internal inspection found no discrepancies. The device passed all testing successfully. The inspection of electrodes, multifunction cable, and the power cord confirmed a minor burn mark on the external portion of the electrode, away from the discharge path, with no damage on the active surface area. The self test wire was intact, and the electrodes pads passed the 30j self-test. The power cord and mfc cable showed no cosmetic damage and were fucntional. Log review found no evidence of unintended energy discharge. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device self-discharged and arced through the pads and sparks were emitted from the electrical outlet. Additionally, the end user received an unintended electrical shock which resulted in tingling in her hands (parasthesia).

Manufacturer narrative:
H6 (medical device problem code)- 1574. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device self discharged and sparks were emitted from the electrical outlet. The pads also arched and sent electrical shock to the user. Complainant indicated that there was no patient involvement in the reported issue.